Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that upon interrogation, this device displayed a fault code#1003 (voltage too low for projected remaining capacity). Technical services was informed that the patient was seen in-clinic because the device was generating beeping tones. Technical services discussed immediate device replacement. The local representative commented the charge remaining value was 1.32 amp-hr and the power consumption was 32 microwatts. A memory upload was performed and was sent to technical services for analysis by in-house engineering. Analysis confirmed that the battery was depleting prematurely. At this time, it appears that the depletion is stable and the fault current would need to increase substantially from the present rate to impact therapy within the 14-day replacement window. Boston scientific received information that this device was successfully explanted and replaced without incident.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device's internal diagnostics indicated that the battery voltage was lower than expected (2.99 volts). External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two low voltage (bypass) capacitors connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
Upon return, the device will undergo detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.